Event description:
It was reported that a hole was found in the bd insyte-n¿ autoguard¿ shielded IV catheter during use. The following information was provided by the initial reporter: "I have a bd insyte catheter that was found to be defective while in use. There is a pinhole where the base meets the catheter."

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two photographs which displayed a view of a 24ga bd insyte autoguard catheter adapter assembly with a miscellaneous extension line and a luer lock connection attached to the end of the luer adapter. There are traces of media present in both the catheter adapter assembly and luer loc of the extension line. The second photograph displayed a view of the top web (label) of a unit package from the following product: 24ga bd insyte-n autoguard winged shielded IV catheter, reference number 381511, lot number 1251810. In addition, one used 24ga bd IV catheter adapter assembly and extension line with similarities to that as seen in the provided photos was received. The visual / microscopic observation reveals there is a partial ¿v¿ shape cut in the catheter tubing slightly above the nose of the adapter, which is indicative of a base spear through, where the needle has pierced the tubing wall. There are media traces in the catheter adapter and around the punctured part of the catheter. Your reported issue was confirmed as the needle went through the catheter. Although the defect of ¿needle through catheter¿ was confirmed with the used unit and photos provided and evaluated for this incident, it is uncertain whether the defect of needle through the catheter defect which was observed was caused by manipulation of the device prior to insertion or by the manufacturing process. A base spear originating from manufacturing is normally retained as there is no manufacturing step that withdraws the needle and re-aligns it inside the catheter tubing: a y-shape formed by the catheter tubing and a needle will be immediately noticeable, therefore a successful venipuncture would be improbable. The returned catheter adapter has been used in a venipuncture. Moreover, an extension line was attached to it. This indicates that venipuncture was performed, therefore making manufacturing cause of the defect highly unlikely. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the bd insyte-n¿ autoguard¿ shielded IV catheter during use. The following information was provided by the initial reporter: "I have a bd insyte catheter that was found to be defective while in use. There is a pinhole where the base meets the catheter."